Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose and the insulin pump received motor error and motor position encoder error. The customer¿s blood glucose level was 400 mg/dl and 125 mg/dl at the time of the incident. The customer reported that they had motor error and motor position encoder error. Customer was able to successfully clear the alarm. The customer was able to complete pump rewind. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly and motor. Unable to verify motor error alarm and motor position encoder error alarm due to blank display.